Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on saturday at 5:30 pm with blood glucose over 537 mg/dl. Customer declined troubleshooting high blood glucose reading because they did not feel well. Customer was hospitalized because there was infection in their breast and leg. Customer did not mention any symptom. Customer was treated with insulin pump. Customer cannot recall when high blood glucose reading started. Customer cannot recall their current blood glucose reading. Customer cannot recall their blood glucose reading at the time of the incident. Customer was wearing the pump at time of hospitalization. The hospital name (B)(6). Customer did not mention if the cannula was bent. Drive support condition was not mention. Insulin pump will not be returning for analysis.